Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with intraperitoneal refline (2g; frequency and duration not reported) and intraperitoneal fortum (2g; frequency and duration not reported) for the peritonitis. Dianeal therapy remained ongoing. Recovery status of the patient was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The peritonitis was manifested by cloudy effluent. It was unknown if the patient was hospitalized for the peritonitis event. The patient was not recovered from the peritonitis event (previously the outcome was reported as unknown). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.